Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:clip broke causing the pump to fall and pulling out the infusion set cannula. The customer did not realize that the infusion set had been pulled out until blood glucose levels were elevated. The customer's blood glucose level was impacted, however the exact value was not provided. The customer stated to be confident blood glucose (bg) level were high but did not have a blood glucose meter to test at the time of the reported event. It was indicated that the customer changed the infusion set and delivered a correction bolus to stabilize blood glucose level.